Event description:
It was reported that egms revealed noise on the ventricular channel. As a result the patient received inappropriate therapy. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.